Event description:
It was reported that the attempted right ventricular (rv) and right atrial (ra) leads became stuck during implant and could not be advanced or retracted. The leads were never fixated and were capped and left in the pocket. The physician who performed the extraction two days later believed they were through a tendon. The leads were then replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)